Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the device was not in clinical use at the time of reported event. It was reported that the system did not start up. Upon troubleshooting, philips field service engineer (fse) visited onsite and checked the power supply path and confirmed that fuses were blown. Fse replaced the fuses, and the ups assembly is removed from the power circuit. Later, it was confirmed, if there were voltage fluctuations the equipment will turn off completely. Fse confirmed problem was unstable mains current from the hospital and the ups from the m cabinet was defective. Customer did not accept the quote for replacement of m cabinet. After that, the system was returned to use with limitations. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome.